Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial and right ventricular lead had noise reversions. The impedance on both leads were stable. The leads were extracted and replaced. The physician believes the noise was caused by lead interaction with the clavicle. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 31.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.